Manufacturer narrative:
The product was not returned for analysis; lens remains implanted. The product history records could not be review because the reporting facility did not provide a lot number or any identification tracable to the manufacturing document. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was ot received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens rotated. Additional info has been requested.